Manufacturer narrative:
Device codes (B)(4) and (B)(4) are no longer applicable for this event if information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on 07-aug-2017 from the healthcare professional who reported that the patient¿s statement ¿the hose kept coming off and leaking¿ and her belief that the ¿catheter was leaking subcutaneously¿ was that she had recurrent leakage of cerebrospinal fluid (csf) around the spinal catheter. Multiple revisions were done to resolve the csf leak. The cause of the issue was unknown, but the patient was very thin. The patient¿s bmi (body mass index) was 16.14. It was also noted that the patient may have part of an old catheter embedded but it was not problematic. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2017, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving baclofen 3000 mcg/ml at 649 mcg/day via an implantable pump. The indications for use were intractable spasticity and familial spastic paraparesis. The patient reported a csf (cerebral spinal fluid) or a spinal headache. The patient had fluid at incision near catheter site at the april visit. The patient went back last week and the issue was ongoing. The patient also stated that the ¿hose keeps coming off and leaking¿. The patient had some relief from baclofen but now the patient was also taking oral baclofen due to waking up between 2:00 am and 4:00 am due to feet twisting up and spasms. The patient was looking for options and or other physicians to help out. The patient was to follow-up with the healthcare provider. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 8780 , serial# (B)(4), implanted: (B)(6) 2017: product type: catheter. Product ID: 87 31sc, serial# (B)(4): product type: catheter. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. The catheter that was placed in 2008 began disintegrating. Pss asked a date for when this issue started, but the pt did not know. In (B)(6) 2018, the patient experienced burning from the catheter the catheter was explanted and the burning stopped.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: neu_unknown_cath, product type: catheter (B)(4) is applicable for the pump and the catheter with the unknown serial number. (B)(4) is applicable for catheter with (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) who reported that the patient¿s medical history included a spinal cord injury. The patient was able to ambulate. Per the hcp, the patient was a ¿difficult patient¿ and most of her problems with the pump were related to her activity level. She did too much and it affected the pump's operation¿. On an unspecified date, the patient went into withdrawal when she was in the hospital, but the nurse was not sure that her withdrawal was due to that fact the patient had not taken oral baclofen before. The patient¿s adverse events coincided with her hospital stay. Some of the catheter from the pump remains embedded in her skin and they cannot remove the remaining bit (date of removal not specified). The nurse stated the patient believed she was having a csf (cerebrospinal fluid) leak as well as the catheter leaking subcutaneously ¿which isn't, or she wouldn't be able to walk.¿ the patient¿s feet twisting due to muscle spasms and csf leak were resolved (dates not specified). Upon inquiry regarding the lot number and expiration date of the baclofen, the nurse stated the patient was ¿flipped to 2000¿ (not further clarified). On (B)(6) 2017, it was anticipated that the patient would be seen in the clinic. No additional information was provided. No further patient complications have been reported as a result of this event.